Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that customer had high blood glucose due to bent cannula. Customer's blood glucose was 402 mg/dl. Troubleshooting was performed and insulin pump passed high pressure test. Customer was advised that supplies would be replaced.